Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was to be implanted during a procedure performed on (B)(6) 2025. Prior to the procedure, it was noticed that near the pig part and the hardness change section was separated, rendering it unusable. Another flexima nasobiliary catheter was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of pigtail detachment of device or device component

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of pigtail detachment of device or device component. Block h11: a flexima nasobiliary catheter was returned for analysis. Visual and microscopic inspection revealed that the pigtail part end of the catheter was detached. No other damages were noted. Product analysis confirmed the reported event of pigtail detachment of device or device component since the pigtail part end of the catheter was detached. A review of the device manufacturing records confirmed that the device was accurately assembled. The investigation concluded that the reported event was most likely the result of the way the device was handled when taken out of the package. However, there is not enough information provided to determine how it was handled. Therefore, a review and analysis of all available information indicated the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was to be implanted during a procedure performed on (B)(6) 2025. Prior to the procedure, it was noticed that near the pig part and the hardness change section was separated, rendering it unusable. Another flexima nasobiliary catheter was used to complete the procedure. There were no patient complications reported as a result of this event.